Event description:
Adverse event assessor(aea) stated that the patient reported the aea that the needle button did not stay locked. The patient reported that the event happened on (B)(6) 2021 at 8:00am the patient locked the needle button and between 2:00-2:30pm, it was unlocked. The aea indicated that the patient mentioned that she did hear the click, pressed the needle button on the rounded tip. The patient mentioned that she was not getting the insulin her body needed. The patient stated that she did not click the needle release button, by error.